Manufacturer narrative:
H4 device manufacture date was added. The device history record (DHR) was reviewed showing that manufacturing and inspection of product was performed as per applicable procedures and validated processes. One sample was received for evaluation. Visual inspection and functional testing were performed showing no leakage or rupture in the received sample. The reported condition could not be confirmed. This product is produced by a supplier. Due to similar cases presented previously, a supplier corrective and preventative action was opened to investigate further. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported their client has been using this product for many years but has recently been having issues with the balloon leaking shortly after it has been installed.